Event description:
It was reported that this pacemaker device minute ventilation (mv) feature was observed to have been disabled due to oversensing noise on the right atrial (ra) lead. The physician noted that the ra lead also exhibited high out of range pacing impedances. The physician believes the cause of the oversensing noise and high out of range pacing impedances to be due to ra lead fracture. Xray images were performed, however the physician was unable to observe the fracture on the images. At this time, the pacemaker and ra lead remain in service and the physician will continue to monitor. No additional adverse patient effects were reported.